Event description:
On (B)(6), 2010, the lay user/patient's father contacted lifescan (lfs) alleging that the onetouch ping meter displays error 5 message. The medical surveillance specialist (mss) spoke with the lay user/ patient's mother on (B)(6), 2010 and obtained the following information: the reporter indicated that the patient's blood glucose is tested 10 -15 times daily and the patient manages his diabetes by using an insulin pump. The reporter corrected and clarified that the alleged issue began on (B)(6), 2010 at approximately 7:35pm. Five minutes prior to the alleged issue, the reporter clarified that the patient received a blood glucose result of "65 mg/dl" with the subject meter. In response to the blood glucose result, the reporter corrected and clarified she gave the patient a glucose tablet (at 7:30pm). At approximately 7:35pm, the reporter attempted to retest the patient's blood glucose (and did so three consecutive times); however, the subject meter would continue to display the error 5 message each time. Per the reporter, the patient did not develop any diabetes symptoms as a result of the alleged meter issue. After the alleged issue occurred, the reporter confirmed that the patient continued with his usual diabetes regimen while testing with another meter. At the time of troubleshooting, the customer service representative (csr) verified that the reporter was using the correct technique for testing with the reported meter. The csr also noted that the test strip completely drew in the sample. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The reporter confirmed that the alleged meter issue began after the patient received treatment. In addition, the treatment received correlated with the result the patient had previously obtained with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device did not power up. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.